Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. The reported event of the broken driver was confirmed. The returned driver was analyzed, and a visual inspection revealed that the end of the driver was damaged, and one of the tips of the driver was completely sheared off. The damage to the driver was sufficient to prevent functional testing. Analysis results indicate the device issue is associated with the presence of excessive hydrogen in the instrument material. Therefore, the probable cause of the broken driver was determined to be due to a manufacturing deficiency. A review of the instructions for use (IFU) was performed and it states to avoid application of excessive stress on instrumentation and do not force deployment or spacer breakage or damage to bony structures may result, as well as advance the dilator assembly manually and with the assistance of a mallet until the distal tip approaches the dorsal aspect of the facet shadow. Finally, insert the driver through the proximal entry point on the inserter and gently rotate until the distal end of the driver has engaged the spacer.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver instrument snapped and broke as the physician was twisting and attempting to deploy a 12mm implant. No excessive force was used. A new ids kit was opened to obtain a new driver, as well as a smaller 10mm implant, which was successfully deployed. The returned driver was analyzed, and a visual inspection revealed that the end of the driver was damaged and completely sheared off. All broken pieces were successfully retrieved. No additional adverse patient effects were reported.

Manufacturer narrative:
The reported event of the broken driver was confirmed. The returned driver was analyzed, and a visual inspection revealed that the end of the driver was damaged, and one of the tips of the driver was completely sheared off. The damage to the driver was sufficient to prevent functional testing. Analysis results indicate the device issue is associated with the presence of excessive hydrogen in the instrument material. Therefore, the probable cause of the broken driver was determined to be due to a manufacturing deficiency. A review of the instructions for use (IFU) was performed and it states to avoid application of excessive stress on instrumentation and do not force deployment or spacer breakage or damage to bony structures may result, as well as advance the dilator assembly manually and with the assistance of a mallet until the distal tip approaches the dorsal aspect of the facet shadow. Finally, insert the driver through the proximal entry point on the inserter and gently rotate until the distal end of the driver has engaged the spacer.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver broke as the physician attempted to deploy the implant. All broken pieces of the driver were successfully retrieved from the patient. A new driver was used to successfully complete the implant procedure. No patient complications were reported.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver instrument snapped and broke as the physician was twisting and attempting to deploy a 12mm implant. No excessive force was used. A new ids kit was opened to obtain a new driver, as well as a smaller 10mm implant, which was successfully deployed. The returned driver was analyzed, and a visual inspection revealed that the end of the driver was damaged and completely sheared off. All broken pieces were successfully retrieved. No additional adverse patient effects were reported.

Manufacturer narrative:
Update to h11. A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. The reported event of the broken driver was confirmed. The returned driver was analyzed, and a visual inspection revealed that the end of the driver was damaged, and one of the tips of the driver was completely sheared off. The damage to the driver was sufficient to prevent functional testing. Analysis results indicate the device issue is associated with the presence of excessive hydrogen in the instrument material. Therefore, the probable cause of the broken driver was determined to be due to a manufacturing deficiency. A review of the instructions for use (IFU) was performed and it states to avoid application of excessive stress on instrumentation and do not force deployment or implant breakage or damage to bony structures may result. It also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use confirm that no broken fragments are retained in the patient.